Event description:
It was reported that the patient had an intertrochanteric fracture on unknown date and one dynamic hip system (dhs) plate, one lag screw, one compression screw and three cortex screws were implanted. The fracture reportedly had healed. On an unknown date, the patient's greater trochanter re-fractured due to an unknown reason and a revision surgery was performed on (B)(6) 2014. Two 7.3 mm cannulated screws were implanted. All the hardware from the original surgery was explanted intact. There is no allegation against the explanted devices and they were explanted only to put in the new hardware for the revision surgery. The patient outcome was fine, there was no time delay and the procedure was successfully completed this report is for one unknown compression screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one compression screw, part and lot number unknown. This part was originally reported under (B)(4) and has now been added under (B)(4) as a separate part original implant date unknown. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.